Manufacturer narrative:
Review of the most recent repair record determined the device was blocking and would not stay on; the motor speeds were unstable, the needle bearing and reciprocating arm were corroded, and the swivel was loose. The motor, sleeve, bearing, reciprocating arm, swivel, and pin were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional event information available.

Event description:
It was reported the device stops during the use. The event timing is outside of surgery. There is no harm or delay reported. There was no patient involvement. Due diligence is complete and there is no additional information. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - italy. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.